Event description:
The customer reported that she was hospitalized with a low blood glucose of 24 mg/dl. The customer stated that she had been experiencing low blood glucose levels for 4-6 weeks. The customer also stated that she had just made changes to the basal rates the day before, per her doctor's instructions. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The customer also stated that she wears the infusion sets for up to two weeks when she feels she has a good site. Advised her to change every two to three days. The customer stated that she doesn't always bolus for her food, and still experiences low blood glucose levels. The customer also doesn't enter the blood glucose or carbohydrate intake when using the bolus wizard. Advised to enter both for best results when using the bolus wizard. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.